Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported during the index procedure the main body was inserted and positioned correctly after an angiogram run. Deployment began with physician holding the grey grip and turning the blue handled anti clockwise. After the first 3 stents deployed another angiogram was taken to confirm position was still correct. The physician began to deploy more of stent and it was noticed that the stent was not deploying even though the physician was turning the blue handle anti-clockwise. The sales representative at the case asked the physician to stop. It was then noted that the physicians glove had become trapped in the sheath which was hindering the deployment. The physician then detached the glove. It was then attempted to carry on deployment normally with anti-clockwise rotation but it was not working. A bailout technique was then used to allow the continues release of the main body. The procedure was then completed without any further issues. As per the physician the cause of the event was due to user error. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider and backend wheel in the forward position. There was a break to the screw gear and the front grip was detached. Glove material was trapped in the strain relief. Multiple bunch sites were present to the graft cover. A kink was evident to the spiral tube. The reported ¿deployment/expansion issue¿ was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.